Event description:
(B)(4). I had the essure put in 10 yrs ago.. Not long after I developed bad allergies indoor and out. In the last 3-5yrs my periods are longer (7 days) and the bleeding is out of control . Then I've gone months w/out a period! I always have sharp pains on my left n right sides . Sharp pains in my vaginal area.; burning sensation on both sides as well like a burning inside, twitching sensation from my ovaries/tubes as well, this is the norm for yrs now, I have been feeling severe ups n downs around my periodandnbsp; as well, foggy head, lightheaded episodes, feelings of tickling on my scalp and skin.